Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue on 9/5/2014, a interconnect cable was replaced and resolved the issue. System checkout performed, the imaging system passed all testing and put back into service. A replacement pcba board was shipped to site on 9/3/2014 but it was returned to manufacturer unused. A replacement mvs interconnect cable was shipped to site 9/4/2014. The cable was returned to manufacturer and evaluated. The reported problem was confirmed "no a/c power being delivered to ias". Umbilical cable failed continuity test, open connection between j8 pin2 to lemo pin 6. Failure mechanism: no power no further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The medtronic field service engineer (fse) reported that the ias' power light and battery light indicators were not lit. Troubleshooting; the fse requested a replacement pfc 1000 board. Probable cause (if applicable): bad pfc 1000 board. There was no impact on patient outcome.